Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any confirmation esure test were performed". The patient's concurrent conditions included anxiety and depression. Concomitant products included estradiol for hormonal imbalance. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced multiple sclerosis ("multiple sclerosis,"), breast tenderness ("breast tenderness."), back pain ("back pain"), abdominal pain lower ("cramping"), arthralgia ("right hip pain") and toothache ("teeth pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, multiple sclerosis, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, back pain and abdominal pain lower outcome was unknown and the breast tenderness, arthralgia and toothache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, breast tenderness, dyspareunia, fatigue, menorrhagia, multiple sclerosis, pelvic pain, tooth disorder, toothache, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device is being retained'), pelvic pain ('pain, she couldn't stand up or sit up.'), multiple sclerosis ('multiple sclerosis/ ms, she just can't tell which one is causing her problem and her doctor told her that it's all ms.') And autoimmune disorder ('she has an autoimmune disease') in a 49-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any confirmation esure test were performed". The patient's concurrent conditions included anxiety, depression and body mass index normal. Concomitant products included estradiol for hormonal imbalance as well as lorazepam (ativan) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and breast tenderness ("breast tenderness.") And was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In 2011, the patient experienced dental caries ("dental problems/ tooth decay"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2016, the patient experienced back pain ("back pain") and arthralgia ("right hip pain"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), toothache ("teeth pain"), denture wearer ("dentures on top and molar on the bottom"), hair colour changes ("she had so much gray hair."), nervousness ("she had removed essure and she feel little nervous."), rash ("just a little sore at her belly button."), autoimmune disorder (seriousness criterion medically significant), pain of skin ("she had her skin hurt to touch"), gait disturbance ("she got sick again still she was having a terrible to walking"), abdominal pain ("she had some pain in the tummy") and malaise ("she got really sick") and underwent tooth extraction ("she had her teeth pulled and have dentures."). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oopherectomy)on (B)(6) 2017) and now taking estradiol to control hormones. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, multiple sclerosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dental caries, dyspareunia, fatigue, weight increased, back pain, abdominal pain lower, hormone level abnormal, denture wearer, tooth extraction, hair colour changes, nervousness, rash, autoimmune disorder, pain of skin, gait disturbance, abdominal pain and malaise outcome was unknown and the breast tenderness, arthralgia and toothache had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, breast tenderness, dental caries, denture wearer, device breakage, dyspareunia, fatigue, gait disturbance, hair colour changes, hormone level abnormal, malaise, menorrhagia, multiple sclerosis, nervousness, pain of skin, pelvic pain, rash, tooth extraction, toothache, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 215 lbs. Plaintiff claimed that immediately after her essure removal she had no more periods. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media ¿dentures on top and molar on the bottom, she had her teeth pulled and have dentures, she had so much gray hair, she had removed essure and she feel little nervous, just a little sore at her belly button, , she has an autoimmune disease , she had her skin hurt to touch, she got sick again still she was having a terrible to walking, she had some pain in the tummy, she got really sick.¿ lot number: 623222 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any confirmation essure test were performed". The patient's concurrent conditions included anxiety and depression. Concomitant products included estradiol for hormonal imbalance. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis,"), breast tenderness ("other injury(ies) or complication please describe: breast tenderness."), back pain ("back pain"), abdominal pain lower ("cramping"), arthralgia ("right hip pain") and toothache ("teeth pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, multiple sclerosis, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, back pain and abdominal pain lower outcome was unknown and the breast tenderness, arthralgia and toothache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, breast tenderness, dyspareunia, fatigue, menorrhagia, multiple sclerosis, pelvic pain, tooth disorder, toothache, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received, new reporter, patient relevant information patient demographic information, essure indication, lot number, stop and event, abnormal bleeding (vaginal,menorrhagia), autoimmune disorder type of disorder: multiple sclerosis, bladder or urinary problems or changes, dental problems, (painful sexual intercourse), fatigue, weight gain, other injury(ies) or complication please describe breast tenderness, back pain, cramping , right hip pain and she had no any confirmation essure test were performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device is being retained'), pelvic pain ('pain, she couldn't stand up or sit up.'), multiple sclerosis ('multiple sclerosis/ ms, she just can't tell which one is causing her problem and her doctor told her that it's all ms.') And autoimmune disorder ('she has an autoimmune disease') in a 49-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any confirmation essure test were performed". The patient's concurrent conditions included anxiety, depression and body mass index normal. Concomitant products included estradiol for hormonal imbalance as well as lorazepam (ativan) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and breast tenderness ("breast tenderness.") And was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In 2011, the patient experienced dental caries ("dental problems/ tooth decay"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2016, the patient experienced back pain ("back pain") and arthralgia ("right hip pain"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), toothache ("teeth pain"), denture wearer ("dentures on top and molar on the bottom"), hair colour changes ("she had so much gray hair."), nervousness ("she had removed essure and she feel little nervous."), rash ("just a little sore at her belly button."), autoimmune disorder (seriousness criterion medically significant), pain of skin ("she had her skin hurt to touch"), gait disturbance ("she got sick again still she was having a terrible to walking"), abdominal pain ("she had some pain in the tummy") and malaise ("she got really sick") and underwent tooth extraction ("she had her teeth pulled and have dentures."). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)on (B)(6) 2017) and now taking estradiol to control hormones. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, multiple sclerosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dental caries, dyspareunia, fatigue, weight increased, back pain, abdominal pain lower, hormone level abnormal, denture wearer, tooth extraction, hair colour changes, nervousness, rash, autoimmune disorder, pain of skin, gait disturbance, abdominal pain and malaise outcome was unknown and the breast tenderness, arthralgia and toothache had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, breast tenderness, dental caries, denture wearer, device breakage, dyspareunia, fatigue, gait disturbance, hair colour changes, hormone level abnormal, malaise, menorrhagia, multiple sclerosis, nervousness, pain of skin, pelvic pain, rash, tooth extraction, toothache, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 215 lbs. Plaintiff claimed that immediately after her essure removal she had no more periods. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media ¿dentures on top and molar on the bottom, she had her teeth pulled and have dentures, she had so much gray hair, she had removed essure and she feel little nervous, just a little sore at her belly button, , she has an autoimmune disease , she had her skin hurt to touch, she got sick again still she was having a terrible to walking, she had some pain in the tummy, she got really sick.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received ¿dentures on top and molar on the bottom, she had her teeth pulled and have dentures, she had so much gray hair, she had removed essure and she feel little nervous, just a little sore at her belly button, she has an autoimmune disease , she had her skin hurt to touch, she got sick again still she was having a terrible to walking, she had some pain in the tummy, she got really sick.¿ were added. Reporter information was added. On (B)(6) 2019: follow up 4 and 5 process together. Pfs received event " essure device is being retained" was added. Patient aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and multiple sclerosis ("multiple sclerosis/ ms") in a 49-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any confirmation esure test were performed". The patient's concurrent conditions included anxiety, depression and body mass index normal. Concomitant products included estradiol for hormonal imbalance as well as lorazepam (ativan) and venlafaxine hydrochloride (effexor). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and breast tenderness ("breast tenderness.") And was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In 2011, the patient experienced dental caries ("dental problems/ tooth decay"). In (B)(6)2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6)2016, the patient experienced back pain ("back pain") and arthralgia ("right hip pain"). In (B)(6)2017, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and toothache ("teeth pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)on (B)(6)2017) and now taking estradiol to control hormones. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, multiple sclerosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dental caries, dyspareunia, fatigue, weight increased, back pain, abdominal pain lower and hormone level abnormal outcome was unknown and the breast tenderness, arthralgia and toothache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, breast tenderness, dental caries, dyspareunia, fatigue, hormone level abnormal, menorrhagia, multiple sclerosis, pelvic pain, toothache, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 215 lbs. Plaintiff claimed that immediately after her essure removal she had no more periods. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: event added: hormonal changes. Preferred term of event dental problems updated from tooth disorder to dental caries. Concomitant diseases, reporter's information, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.